Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported the unit went to ventilator inoperative with error code message of data acquisition/printed circuit board assembly/ analog digital converter(da) pcba adc reference failed. There was no patient involvement.